Event description:
It was reported by the patient the "battery was defective". It was reported by the physician that the device had reached elective replacement indicator (eri). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Correction: changed adverse event to 'yes' and changed date of death field to 'not applicable'. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported by the patient the "battery was defective". It was reported by the physician that the device had reached elective replacement (eri). The device was removed and replaced. No patient complications have been reported as a result of this event.